Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had experienced irritation, a yeast infection and itchiness initially which were aggravated once patient started using the purewick. Also stated that the patient was not using the product right now and felt something in the material which made it worse. No medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had experienced irritation, a yeast infection and itchiness initially which were aggravated once patient started using the purewick. Also stated that the patient was not using the product right now and felt something in the material which made it worse. Unknown medical intervention was indicated.